Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. The customer's test strips were provided for investigation where they were tested using a retention meter and retention controls. (B)(6). The obtained results were in the allowed range. No error messages occurred during the investigation. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable inr result with coaguchek xs meter serial number unknown compared to an unknown laboratory method. The result from the meter at 8:30 a.m. Was 6.5 inr. The result from the laboratory at 10:00 a.m. Was 4.5 inr. The customer¿s therapeutic range is 2.5-3.5 inr.